Manufacturer narrative:
(B)(4). Device evaluated by MFR: device analysis determined that the condition on the returned device was consistent with the complaint incident. However, stent damage was noted. Visual examination of the returned device noted that the stent was damaged, as the profile was interrupted by the elevation of a strut at the proximal end. Also the profile of the mid section of the stent appeared slightly bulbous in nature. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention treatment procedure, the stent was not able to cross the lesion. The 90% stenosed lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). Pre-dilation was performed with a 1.5x15mm maverick balloon. The 2.50 mm x 38 mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned device analysis revealed a stent damage.